Event description:
It was reported by the customer that the reservoir has air bubbles. Troubleshooting occured. Customer also reported being hospitalized two previous times due to diabetic ketoacidosis. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).